Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21274. It was reported the pt experienced a strong bowel movement, after which he experienced unintended motor stimulation that resulted in his leg and foot twitching involuntarily in addition to loss of stimulation in his foot. It was also reported prior relief from the permanent implant. Subsequently, an sjm representative turned stimulation off during the programming session. However, when stimulation was turned back on, the pt experienced 'immediate and dramatic' motor stimulation. The sjm representative attempted two other programs to no avail. Stimulation is currently off and x-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.